Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 250 mg/dl and a correction bolus was delivered to address the bg level. The customer reported that the cause of the high bg was due to the pump settings. The settings were updated after the customer spoke to a healthcare provider.